Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in one (1) tube. Specimen was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. After review and analysis of the customer photos, poor barrier separation is observed within the tubes in all four photos. A total of 30 retained samples were subjected to a visual inspection for additive defects and gel defects. None of the 30 retained samples failed for additive defects. None of the 30 retained samples failed for gel defects. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in one (1) tube. Specimen was recollected. No adverse impact was reported regarding the patient or user.